Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of kidney disease/toxicity, cancer, death, sore throat and cough. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong information in box b. After review, it was determined that box b should be corrected. Outcomes attributed to ae has been corrected as and reported as below.

Manufacturer narrative:
Repair evaluation information was received on 03/23/2022 and section h11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of kidney disease/toxicity, cancer, death, sore throat and cough. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was zero error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h was updated in this report.